Event description:
It was reported that the insulin pump alarmed no delivery, customer changed the infusion set because of no insulin delivery. The blood glucose reading is 443 mg/dl. Customer noticed the reservoir compartment was wet. Customer treated high blood glucose with bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.